Event description:
The pt was implanted with a siltex contour prosthesis on 3/24/97. Subsequently, it was noted that the pt had developed an infection and the prosthesis was removed. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, february 10, 1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.